Event description:
It was observed that during the device evaluation, the duodenovideoscope had corrosion around (l-arm) forceps elevator lever, foreign objects in air water-cylinder (tube) and chipped adhesive of the objective and light guide lens and also had a gap in adhesive area between the server plug-in and distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. However, a root cause for foreign objects in air water-cylinder (tube) could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.